Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced fungal peritonitis manifested by cloudy effluent. The patient was hospitalized for the event one day after the onset of manifestation and was treated with meropenem (dose, route, and frequency not reported). The cause of the peritonitis was unknown. On an unknown date, the patient began hemodialysis. The patient's pd catheter was scheduled to be removed on an unreported future date. At the time of this report, the patient was recovering from the event. No additional information is available.